Event description:
It was reported that pump experienced recurring malfunction alarms, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support reset pump successfully, guided customer to rejoin sensor session and resume insulin, and arranged shipment of replacement pump with instructions to obtain backup insulin from healthcare provider, return problematic pump within 10 days, place old pump in storage mode, and set up and connect replacement pump upon receipt.